Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) clearlink system continu-flo solution sets were difficult to connect to the patient's catheter. This occurred during patient infusion. The tubings were replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.